Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A pericardial effusion (pe) occurred, and no intervention was required. During a watchamn left atrial appendage closure (laac) procedure, a versacross access solution kit was selected for use. A small pericardial effusion was noted just after transseptal crossing below the right ventricle. No intervention was required to manage the effusion. The procedure was completed successfully. Prior to the procedure, there was no pe noted on echo. The patient was expected to fully recover. Product is not expected to return for analysis. On (B)(6)2024, it was further mentioned that radio frequency (rf) was applied more than once before successful crossing was achieved. During the first attempt, rf was delivered, however the versacross rf wire was not seen in the left atrium (la). Therefore, it was re-positioned and rf successfully on the second attempt. One re-drop was required after the initial transseptal attempt. It was stated that the only difficulty with imaging was after the initial transseptal attempt where the versacross rf wire could not be visualized. In the physician's opinion, there is no reason to believe that any of the versacross devices malfunctioned during the procedure and that the pe was related to the transseptal puncture.